Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "contact failure between the blade and the handle with a flickering light." It was reported there was a delay in intubation as the device needed to be replaced, but there was no harm or consequence to the patient. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "contact failure between the blade and the handle with a flickering light." It was reported there was a delay in intubation as the device needed to be replaced, but there was no harm or consequence to the patient. The patient's condition was reported as "fine".